Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through follow-up with the health-care provider via telephone. The patient also had another device explanted, however, that event is being reported on a quarterly alternative summary report (asr). The operative report was also provided via fax. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported through a follow-up phone call to the health-care provider that the patient has expired. The date of patient's death and implant duration are unknown, as they were not provided. Per the operative report of (B) (6) 2010, the patient went in for avr due to prosthetic valve aortic insufficiency. "The patient tolerated the procedure well, and was returned to the intensive care unit in satisfactory condition."